Event description:
It was reported that the 9800 system would not boot. Customer reported a "communication failure" error that was displayed during boot up while setting up for mediport insertion. The customer had to reboot the system twice before the system came up. The procedure was completed.